Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he had some errors on his pump this weekend. The customer stated that he got a power error detected a few times. He went through a couple batteries this weekend. The customer reported that he was traveling and stated his blood glucose stayed over 400mg/dl. The customer stated his cannula was bent and blood glucose on saturday was about 300mg/dl or so. The customer was guided with steps to resolve the issue. The customer declines to troubleshoot for high blood glucose and treated with pump. The customer stated he had a bent cannula. The customer declined to troubleshoot for bent cannula. The insulin pump will not be returned for analysis.